Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the tip broke off outside the pt. Another device was used to complete the procedure. There was no pt consequence.